Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
On (B)(6) 2016 a (B)(6) year old patient with hallux valgus had surgery. An akin osteotomy d1 as well as a chevron osteotomy was easily performed. Surgeon had used the osteosynthesis asni 2.00 as well as fixos 3.00 screws. In the course of about 5 weeks postoperatively, the patient first developed pronounced eczema in the area of the wound. This has spread massively over time. Now the thorax, abdomen and extremities are affected. A nickel allergy was known. Patient was revised (B)(6) 2017.